Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in air water channel and charge coupler unit with horizon lines. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. (Foreign material in air water channel ) the most probable cause of the complaint is cause traced to component failure. (Charge coupler unit with horizon lines) should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.